Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/08/2011. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned on (B)(6) 2011 and remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilatation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the possible outcome of reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Event reported as a pouch dilatation. The aps lap-band system was repositioned and remains implanted. F/u findings: pt was experiencing heartburn and reflux. A barium swallow confirmed a pouch dilatation. The pt's condition was treated initially by the band being defilled.